Event description:
It was reported that following a motor vehicle accident the patient was experiencing ineffective stimulation. Diagnostics determined multiple high impedances on the leads. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.